Event description:
Customer reported that a small amount of reagent red cells splashed into a blood bank tech's eye when the tech was dispensing red cells back into the vial. The tech was wearing glasses, therefore only a small amount of red cells splashed into the eye. Ocd's medical director has classified this event as a serious injury. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
According to supervisor, the tech immediately washed the eye with running water and followed-up with employee health. Tech has returned to work.